Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing resulting in pacing inhibition. No intervention was performed. The patient was stable.

Event description:
New information received noted that the patient presented in the clinic with a recurrence of noise oversensing on the right atrial lead on (B)(6) 2025. The noise was reproducible with isometrics. No intervention was performed. The patient was stable.